Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient was experiencing cellulitis on infusion site. No medical or surgical intervention was reported.